Event description:
The account alleged that the nurse call did not function for the bed exit alarm. No patient impact.

Manufacturer narrative:
The side com cable was replaced by the account to resolve the issue.